Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during assembly of the 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle, the safety guard detached. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The customer samples were evaluated, and hub/collar separation was observed. A CAPA was initiated for complaints relating to hub/collar separation. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Based on the investigation, the customer¿s indicated failure mode for hub/collar separation was observed by bd pas during evaluation. Additionally, a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with hub/collar separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. Refer to the referenced CAPA for related corrective and preventive actions.